Event description:
The patient presented having experienced high voltage therapies. The device interpreted the atrial fibrillation (af) as ventricular fibrillation (vf) and inappropriate shocks were delivered. The patient reported experiencing anxiety due to the event. The device was reprogrammed to resolve the event. The patient was stable.